Event description:
It has been reported that device electrodes did not function properly during deployment. No associated death/serious injury has been reported.

Manufacturer narrative:
(B)(4). Evaluation pending. Issue is being reported due to associated deployment.